Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the white piece on the probe unit broke off in the pt. The procedure was delayed while the surgeon tried to locate the broken piece and was unable to retrieve it.